Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the septum from mbc6010 separated and was retained inside a blood culture bottle. There is no report of patient harm.

Manufacturer narrative:
Correction to initial reporter address.